Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a consumer regarding an implantable intrathecal pump intended to deliver an unknown drug (concentration and dose unknown), indicated for spinal pain. The patient reported that the pump ran out of medication for 14 days and his healthcare provider did an x-ray, and determined that "something was stopping" the pump from delivering medication. The patient stated that he would follow-up with the healthcare provider to confirm device status. No patient symptoms were reported related to the event. No further complications were reported/anticipated.